Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicates the icm may be at end of service (eol) battery level. The patient is scheduled for an in-clinic check. Further information was requested but not received.